Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section a4: patient's weight is estimated. Section b3: date of event is estimated.

Event description:
It was reported patient experienced severe tenderness, redness, warmth and a low-grade temperature at the ipg site. As a result, patient's system was explanted due to infection. Patient is currently on oral antibiotics.